Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has known fast conducted supraventricular tachycardia (SVT) and was admitted to the hospital. A review of the stored supraventricular tachycardia (SVT) episode shows it entered the ventricular tachycardia (VT) detection zone which resulted in inappropriate therapy, including anti-tachycardia pacing (ATP) and eight shocks, with the possibility of more than one episode. The inappropriate therapy subsequently led to induction of VT. Device interrogation revealed Code 1005 due to high out of range shock lead impedance measurements associated with an open circuit condition. Additionally, the device was found to be in Safety Mode. The plan is to explant the device in the next few weeks. At this time, the device remains in service. No additional adverse patient effects were reported.